Event description:
Physician was performing a routine retropubic inside-out procedure placing the gmd universal sling using the gmd spiral shaped trocar. Physician noticed that bladder was perforated and removed the sling-sleeve trocar, re-routing trocar from outside-in approach. A second cystoscopy confirmed sling had been anatomically in preferred position.

Manufacturer narrative:
Eval: there was no device malfunction during the procedure. Device functioned according to specifications.